Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: item # 113954, md hybrid glenoid base 4mm, lot # 761350; item # 6704-0-520, stryker cable, lot # 50549504; item # 6194-1-010, stryker bone cement, lot # 513a98zxv; item # 1100-44-000, depuy humeral head, lot # 517215; item # 1100-10-600, depuy stem, lot # 3574007; item # 1100-30-100, depuy shoulder body, lot # 3567386. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09743.

Event description:
It was reported that approximately two and a half years post implantation, the patient reports constant achiness/pain in the right shoulder. No medical intervention has occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Clinical notes noted that the right shoulder had ongoing, constant pain over a significant period of time. Device history record (DHR) was reviewed and no discrepancies were found. A biomet glenoid component was used in conjunction with a competitor stem and head, which is considered off-label use, but it is unknown if this caused or contributed to the event. Therefore, a root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.